Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to input the transmitter ID number. Reportedly, the customer was unable select the "abc/123" button. During troubleshooting, customer navigated to the continuous glucose monitor settings and the "abc" button became active. Customer successfully entered transmitter ID. There was no reported impact to customer's blood glucose.